Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed: - the suction was not performed in both states of the suction button being pushed in one step and being pushed in all the way - the air and water channels and the balloon irrigation channel were not being irrigated using the air and water button (maj-1444-air/water valve) and the aw channel irrigation adapter (maj-629-cleaning brush) - the forceps elevator was not raised and lowered three times under immersion in cleaning fluid the device was evaluated where an additional potential adverse event was noted where brown residue was found on the water channel inside the air/water cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a component analysis was performed on the brown residue adhering to the device and it was found to be rust chlorine and protein. It is likely that the brown foreign material was caused by corrosion of parts in the area where it was found or by the transfer of foreign matter from other parts. Based on the results of the positive culture investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: when the contents of the gf-uct260 instruction manual were checked, the following items were found to be described in relation to the reprocessing method. Chapter 6: application and conditions for cleaning, disinfection and sterilization chapter 7: cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. During follow-up with the user facility, it was noted that the subject device was used on 12 patients between the first sample collection for culture test on 22aug2024 and the second sample collection for culture test on 05sep2024 and that the 12 patients were suspected to have an infection. It was further noted that a patient had undergone an endoscopic retrograde cholangiopancreatography procedure on 19jul2024, after which, candida albicans was detected in the bile. The same microorganism were subsequently detected in two other patients through bile and blood cultures on unspecified dates. The relationship was unknown.15 additional complaints were created for the 15 alleged patient infections. This complaint is related to manufacturer report number 3002808148-2024-08979 and to the following linked patient identifiers: (B)(6). This MDR is for the first positive culture obtained on 22aug2024. Updates are added to the following fields: b3, b5, d8, d9, h11.

Event description:
Olympus received additional information clarifying that the subject device tested positive for an unknown number of colony forming units (cfus) of candida albicans after a routine culture on 22aug2024. It was re-cultured on 05sep2024 and the same microorganism was detected.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasound gastrovideoscope tested positive for mold in the culture test after cleaning. The issue was found during testing inside of the forceps channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. No clinical use of the device after detection of bacteria on the outer surface and in the channel.